Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Returned product analysis was performed and no anomalies were found. The helix was able to be fully extended and retracted within specification. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant procedure right ventricular (rv) lead noise was observed and multiple attempts were made to extend the helix without success. After multiple implant attempts, the implanting physician was dissatisfied and removed the lead to inspect it. It was observed that the helix was just barely extended, as was suspected under x-ray. Counterclockwise turns were then performed to fully retract the lead, which was successful then clockwise turns were performed and the helix did eventually extend, but at an angle. The decision was made to not implant the rv lead a new lead was implanted successfully. No patient complications have been reported as a result of this event.